Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump emitted a message ¿occlusion detected¿. On review of the pump history, there was an alarm one (B)(6) 2013 at 10:43 of ¿occlusion detected¿. There was no reported adverse event associated with this complaint. This complaint is being reported because the ¿occlusion alarm¿ remained unresolved after troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/18/2014 with the following findings: review of the black box data revealed several records of occlusion alarms. The pump was exercised for 24 hours without the occurrence of occlusion alarm. Investigation did not duplicate the reported issue and the pump was found to be operating within the required specifications.